Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2016. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the clip fall into the patient? No. If yes: how was the clip retrieved? Was the clip malformed? At what firing were the clips loose on the duct? At what firing did the device not fire? How was the procedure completed? Unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, "clips was so loosely that he slipped off the ducktus gystikus." During an attempt, no clip fired. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.